Event description:
New piv [peripheral IV] placed on infant's leg with poor venous access. 2 rns attempted piv placement then consulted rnts [registered nurse trauma specialist], who was unsuccessful, then placed vad (vascular access) consult. Vad rn able to place piv with ultrasound after 6 total attempts. Infant then connected to maintenance fluids. Pump began alarming occluded. This rn flushed piv with no resistance, added arm board, and retraced lines with no sign of occlusion. This rn then called vad for help troubleshooting. Alaris channel switched out and pump continues to alarm occluded. Vad rn suggests placing new IV on patient, assuming IV may be occluded at bend of the knee. As last effort, this rn disconnects IV tubing to allow fluids to run wide open and notices fluids do not run through until disconnected from 0.2 filter. Defective 0.2 micron filter is then replaced and reconnected to patient with no further issues.